Event description:
Code red called at 2200. ER admit was brought to room. Bed was raised and lowered and cord into outlet at head of bed was not compromised at all. We were in room and all of a sudden there was a big pop and cloud of smoke and spark came from outlet. The cord to bed was in bottom prongs.